Event description:
Further follow-up revealed that device diagnostic testing was within normal limits, indicating proper device function. The elective replacement indicator was no. Indicating that the generator had not reached end of svc. Physician indicated that the pt has experienced a decrease in seizures and that the mothe is concerned about the device reaching end of svc. The pt will be monitored closely for signs of device end of svc.

Event description:
The reporter indicated that the pt is experiencing an increase in seizures above her pre-vns baseline seizure frequency. The reporter also indicated that the device may be at ent of service (battery died). The cause of the increase in seizures is likely due to a dead generator battery; however, it is unknown why the seizure increase would be above the patients pre-vns baseline seizure frequency as the pt has had the device for approx 5 years. Report is incomplete because the pt did not have a current neurologist for the manufacturer to contact.